Manufacturer narrative:
Batch review performed on 16 december 2019: lot 1901464: (B)(4) items manufactured and released on 16-apr-2019. Expiration date: 2024-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event, batch review performed on 16 december 2019: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 lot. (K112115) 1811843. Lot 1811843: (B)(4) items manufactured and released on 02-apr-2019. Expiration date: 2024-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 weeks after primary the patient hip has been revised for an infection case the pathogen is unknown.